Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nid a patient isolate (serratia liquefaciens) was misidentified as aeromonas hydrophila the user repeated the isolate and received escherichia coli. The user verified the final result using maldi. No health impact or consequence reported.